Event description:
Customer called lfs on 07/2002 alleging that the meter would not power on, and reported feeling thirsty. Customer explained that the meter had stopped working 2 weeks prior to calling lfs. Customer had been going to emergency room to ge blood glucose readings. Customer had been taking insulin without testing the blood glucose. On one occasion customer reported going to the hospital and obtaining a blood glucose result of "312 mg/dl" and being treated with insulin. The ccr walked customer through checking that the batteries were good and that they were correctly installed (plus and minus signs aligned correctly) and the meter still did not power on. Ccr replaced meter. No further information was provided.